Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer reported that the insulin pump was not working and it had blank display. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer states the display returned. Customer treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.